Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A type e or f dissection occurred in the mid portion of the circumflex artery after the viperwire guide wire was advanced into the vessel. The dissection was resolved with the placement of stents, and the patient was well.